Event description:
The customer reported via phone call that they visited to emergency room admitted to hospital due to high blood glucose and the blood clot on the customer's leg on (B)(6) 2022 with blood glucose of 950 mg/dl. The customer's current blood glucose was (B)(6). The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by bolus with intravenous insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was not done for high blood glucose. The insulin pump was not on auto mode at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.